Event description:
Device 1 - multiple device event. Customer reports a patient with low protime inr result vs. Lab 1 day later, a misdose of lovenox, and a subsequent gi bleed. Hospitalization required after event.

Manufacturer narrative:
Reported event involves multiple (2) devices mfg rpt no.s 2248721-2007-00012 and 2248721-2007-00013). Evaluation - manufacturer evaluation/investigation currently in progress. Device instructions indicate "results may be affected in patients receiving supra-therapeutic heparin or who have an abnormal response to heparin." Customer report indicates patient on lovenox (heparin).